Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, a probe error message was displayed twice and then the probe broke off and fell inside the pt. The broke piece was not retrieved from the pt. However an x-ray was performed and the broken piece was noted in the upper left quadrant. The procedure was successfully completed using a different but similar device. There was no surgical intervention provided to the pt. The current condition of the pt is stable.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. This type of device damage is consistent with the continuous activation of the device without any tissue in between th grasping section and probe. If additional info become available or if the device is returned at a later time, this report will be supplemented.